Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 522 mg/dl; cause was unknown. Tandem technical support performed a pump system check and determined pump functioned as intended. A manual injection was administered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.